Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post cardiac ablation procedure, the patient experienced recurrence of atrial fibrillation, irregular heart rhythm as indicated by a blood pressure cuff, elevated heart rates in the 90s-100s (with the patient's normal sinus rhythm typically in the 50s), shortness of breath, and dyspnea on exertion. Electrocardiograms conducted on two separate dates confirmed atrial fibrillation, and a subsequent electrocardiogram showed a return to sinus rhythm. Electrical cardioversion was performed, resulting in successful restoration of normal sinus rhythm. The patient was discharged home the same day with no changes to home medications. The outcome was reported as recovered/resolved. No further patient complications have been reported as a result of this event.